Event description:
The hospital reported that during an endoscopic vein harvesting procedure, something broke off inside the pt's leg. The operating room staff was not sure what it was that broke off, however they did retrieve it with the jaws of the hemopro with no additional pt effects reported. They did save the piece to return to us.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received, and the investigation is completed. (B)(4).